Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the umbilical cable was replaced. The imaging system then passed the system checkout and was found to be fully functional. No components have been received by the manufacturer on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the image acquisition system (ias) was not getting past "stand alone" mode when booting up. The system was not yet brought into the room for case, there was no patient present.

Manufacturer narrative:
Correction: incorrect manufacturing site ID was used on the initial regulatory report. The manufacturing site ID should be 3004785967. Device evaluation: the umbilical cable was returned for further evaluation. Through testing and analysis the reported complaint was unable to be confirmed or duplicated, but it was determined that there was a mechanical failure with the umbilical cable. The umbilical cable passed the bench test, continuity test, gbit test, and 100t test. The umbilical cable was then installed in a test system; the motion and generator readied, charging and communication were successful, and the system was able to acquire 2d and 3d images without issue. However, visual inspection confirmed wear and tear of the cable. Therefore, it was determined that there was a mechanical failure with the umbilical cable. . If information is provided in the future, a supplemental report will be issued.